Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery due to an infection. All previous implants were removed, only baseplate stayed in.